Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an increase in impedance and threshold measurements. During an invasive procedure it was discovered the setscrew of the distal pin was not tight. This was corrected, and the device remains implanted.